Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02484 and 1627487-2013-02485. It was reported the patient experienced ineffective stimulation coverage and impedance issues would not allow the system to reach necessary amplitudes. The physician explanted one of the patient's leads and replaced it with a difference model lead on (B)(6) 2013. The patient reported effective stimulation postoperative. The explanted device was discarded by the facility and will not be returned to the MFR. As the affected device is undetermined, all of the patient's leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.